Event description:
Customer returned unit to datex-ohmeda, requesting service of the product. Upon investigation of the unit, datex-ohmeda found output of the vaporizer to be high to spec. There was no reported pt injury. Datex-ohmeda's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.